Event description:
It was reported that the patient had a loss of therapeutic effect after attending a navy graduation that had many security systems. It's possible that the patient caught an illness. She was traveling in fair condition. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).